Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced major pectoral muscle twitching. It was noted there were high thresholds, high impedance and a polarity switch on the pacing lead. It was also noted there was a suspected lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted the lead was implanted after the expiry date